Manufacturer narrative:
The reported event is confirmed due to a cut present on the shaft. Visual evaluation noted received 2-way catheter. Visual inspection noted a cut in the shaft of the catheter measuring 0.060". Therefore, product does not meet specifications which states "shaft shall be free of kinks, cuts and tears surfaces." The potential root cause is pinched off by balloon. Based on this information the risk is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheters, do not use ointments or lubricants having petroleum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a protentional biohazard, handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheter at room temperature away from direct exposure to light, in the original box. Single patient use only. Don not reuse. On not resterilize. Should balloon rupture occur, care should be taken to assure that all balloon fragment have been removed from the patient." Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter spontaneously fell off the patient after implantation.

Event description:
It was reported that the foley catheter spontaneously fell off the patient after implantation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.